Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have low blood glucose of 69 mg/dl, but states that blood glucose had been in the 40 mg/dl. Troubleshooting was performed on insulin pump to determine reason for low blood glucose. Customer reported of taking new thyroid medication. Customer would discuss low blood glucose and medication with healthcare professional.